Event description:
It was reported that an asymptomatic patient presented in clinic for normal followup. Electrical function was normal. Fluoroscopy revealed externalized conductors. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.